Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 355531, lot# n297050, product type: screening device. Product ID: 355531, lot# n288851, product type: screening device. Product ID: 3550-39, lot# n288196, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n297823, implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the evening prior to report there was a loss of stimulation sensation and a return of pain. The next day, a ¿call your doctor¿ and a power on reset (por) message observed for the first time on the recharger. It was noted the, ¿right buttocks is what por message.¿ the patient was not able to adjust stimulation. The caller noted the implantable neurostimulator (ins) battery was at 50%. On the phone, the por was cleared, and the patient was now feeling stimulation. The patient had not had any procedures nor had she let the battery go dead. Caller education on patient programmer use resolved the reported issue. The patient was redirected to the healthcare professional (hcp). Refer to manufacturer report # 3004209178-2014-22326.